Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data indicates the first prime completed at pulse 41 and deactivation occurred at pulse 51. A drive stall was observed at the end of the device run. Found the release bar was still being held by the ratchet gear. Two teeth on the top ratchet gear wheel were found to be damaged. The device was reset, connected to a pdm and delivered a 5-unit bolus. An 0x42 alarm and rotational sensor errors were present in the reset data. The device deployed during the reset run. Found contamination on the commutator cap. While damage was found on the ratchet gear and contamination was found on the commutator cap, the exact cause of the reported event could not be determined.

Event description:
It was reported while a patient had been wearing a pod for less than a minute the pod cannula had not deployed upon initial activation. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.